Event description:
It was reported that the catheter became separated just distal to the balloon. The balloon had been successfully inserted, inflated, then deflated. The physician was pulling the balloon out without a wire and negative pressure was still connected. The separation occurred at the time the balloon was being pulled around a bend in the vessel. The procedure was on a left leg fistula, cutdown, without a sheath. The balloon was retrieved via the cutdown. There was no patient injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the MFR process and the quality control testing. This lot met all release criteria. Returned for evaluation was the catheter shaft with the tip of the balloon catheter separated from the shaft. The shaft of the catheter appeared to have 3 small flattened spots. The useable length of the shaft measured 114cm and the balloon tip section that was separated from the shaft measured 6.5cm. The balloon appeared to be flattened down to 2 folds. The break was at the proximal end at the proximal neck weld. Due to the condition of the returned sample, no further evaluation could be performed. The result of the investigation was confirmed for the balloon separating from the balloon shaft, root cause unknown. It is unknown if patient or procedural issues contributed to the event.